Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. The devices were not returned for review, therefore their actual conditions are unknown. Manufacturing documentation was reviewed and shows that the devices were manufactured to specifications w/no deviations to the standard MFR'g process. The devices were used in the treatment of a disease. Primary operative notes were reviewed; the notes were brief & gave no indications of a root cause. Compatibility of the devices was reviewed w/no issues noted. No add'l complaints have been rec'd from the MFR'g lots. With the info provided, a definitive root cause cannot be determined at this time.

Event description:
It was reported the patient was revised due to a pseudotumor & corrosion found at the head/neck junction.